Manufacturer narrative:
Combination product: yes.

Event description:
This lead was implanted on (B)(6) 2025. During the post implant check (4 hours after implant), the lead fell out of the atrium. The patient was taken back into the lab and the lead was repositioned on (B)(6) 2025. However, again, at the post implant check the lead had fallen out from the atrium. On the third re-operation, this lead was explanted and an alternative manufacture lead was used for implant and no further re-operations required.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.